Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 lead implanted: (B)(6) 2011, 4296 lead implanted: (B)(4) 2011, (B)(4).